Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/26/2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels reaching 300 mg/dl for approximately 8 hours. The user performed a factory reset of the ilet and replaced all infusion supplies, after which bg levels began to recover. The user did not require outside assistance or medical intervention. No long-term health effects were reported.